Event description:
The customer reported the autopulse platform sn (B)(6) displays fault 41 (patient temperature sensor failure) message than cannot be cleared. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.